Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited backup vvi mode at follow up. Ater a software download, the device resumed normal function. There were no adverse consequences to the patient.